Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the temperature module to function as intended. Per data log analysis, the issue occurred on 28-jun-2019. Oldest log entries look like test stand events from production. These events end on (B)(6) 2019. The log was exported on 27-aug-2019. There are no events between 12-apr-2019 and 27-aug-2019. Whatever prevented the temperature module from powering up on 28-jun-2019 no longer prevented the module from powering up on 27-aug-2019.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during field service installation, the temperature module did not turn on. There was no patient involvement.